Manufacturer narrative:
Correction: please retract follow-up number 1 from manufacturer report number 2938836-2016-07053, as no follow-up was needed. Dates in the intial report were correct.

Manufacturer narrative:
Correction: awareness date is (B)(6) 2016. Correction: event date is (B)(6) 2016. Correction: (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gradual increase in pacing lead impedance was observed from the past several months. Debuting lead issue was suspected. Physician decided not to take any action and monitor the patient in a month. Patient¿s condition was good. Few weeks later, pacing lead impedance increased after vt episodes which were treated by the device. In both vt episodes, atp was inefficient and rhythm was accelerated to vf. In first episode, hv shock was successful to convert the rhythm to sinus and in another episode the arrhythmia was spontaneously interrupted. Physician believes that a debuting lead issue could be the reason and the value increase probably has been accentuated by delivered therapies. However, the patient was hospitalized for endocarditis. Patient notifier for pacing lead impedance was turned off. Patient¿s condition was critical and the patient was hospitalized for monitoring.